Event description:
There was no report of injury or surgical delay associated with this event. This handpiece was returned for repair with the report that it would not function properly.

Manufacturer narrative:
Investigation findings: this handpiece was received for evaluation and during testing, it was found to have the potential to activate on its own with the safety mode engaged. This problem is related to controller failure. Further investigation found this handpiece impacted with debris. Conmed linvatec records show no repair history for this handpiece, which was manufactured february 2005. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.